Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station interface was down. A technical support specialist (tss) dialed into the ER station and server after the ER station showed a critical override with patient/orders delayed errors. Upon investigation, it was found that the server had not received any messages. The interface server was connected, but the net.pipe listener adapter and net.tcp listener adapter services were not running, which appeared to be the cause of the issue. These services were started, and additional services including carefusion external messaging, net.tcp port sharing, and world wide web publishing were restarted. The interface services utility, carefusion coordination engine (cce) was successfully deployed on the cce server shcccemsqlp01v. After these actions, messages began crossing over. The tss explained the root cause to the customer and confirmed that the issue was resolved; stations and patient/orders were confirmed to be functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es interface was down in ER. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.